Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer stated that she changed everything on her pump and the piston did not go far enough. The customer stated that she is in a nursing home recovering. The customer stated that she was treated with 3 units from the nurse. The customer stated that she went to therapy and moved around. The customer stated that she was using the 3.0 unit. The customer was advised to use the 1.8 unit. The customer declined to troubleshoot for high blood glucose.